Manufacturer narrative:
The device was returned for analysis. Visual inspections revealed the sheath and imaging window were kinked and the catheter was twisted. Microscope inspection revealed the guidewire exit port and tip were damage. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported code of guidewire entanglement cannot be confirmed.

Event description:
It was reported that catheter issue occurred. An opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. During the procedure while advancing through a fistula, the operator felt a wrapping sensation. They then quickly turned off the motor drive unit and removed the catheter. It was then noted that the catheter wrapped around the wire. The procedure was completed using this device. There were no patient complications reported.

Event description:
It was reported that catheter issue occurred. An opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. During the procedure while advancing through a fistula, the operator felt a wrapping sensation. They then quickly turned off the motor drive unit and removed the catheter. It was then noted that the catheter wrapped around the wire. The procedure was completed using this device. There were no patient complications reported.